Event description:
Boston scientific received information from the patient advocate that the device did not function as expected and the patient expired.

Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.